Manufacturer narrative:
There have been occurrences of drift errors on ion selective electrode (ise) chemistries. Qc results have been out of range. The customer was provided with the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched: the fse rebuilt ratio pump and completed a preventive maintenance (pm). A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. Customer provided an example of low na result. The specimen was re-tested and higher na result was generated. The erroneous results were not reported out of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.